Event description:
During surgery, the wand failed to capture a specimen. Staff tried a second wand without resolution. The buffalo filer displayed an error code stating "replace filter." Staff used a different product to complete the case successfully. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).